Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported that during the index procedure, on final angiogram, a type ia endoleak was observed. Intervention was then performed and the physician used a heli-fx endoanchoring system and implanted 9 endoanchors into the area of the leak. Another angiogram showed the ia endoleak appeared to be resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.